Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard/davol perfix plug (device #2). An additional supplemental emdrs submitted to represent the bard/davol perfix plug (device #1 & device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2007 - patient was diagnosed with bilateral direct and indirect inguinal hernia thereby underwent open repair with the implant of perfix plugs (device #1, #2). Per operative notes, "on both groin, hernia sacs were mobilized and the floor was repaired using perfix plugs (device #1, #2). The patches were also sutured." (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent repair with the implant of perfix plug (device #3). Per operative notes, "the previously placed mesh (device #1) was incised, a direct hernia was noted close to the inguinal ring with a lipoma of the cord. This was reduced. A perfix plug (device #3) was placed into the defect and sutured. An onlay patch was secured to the rectus sheath." (B)(6) 2019 - patient was diagnosed with bilateral recurrent inguinal hernia thereby underwent robotic assisted laparoscopic repair with the implant of synthetic meshes. Per operative notes, "the prior mesh plug was noted with hernia sac. Synthetic meshes were placed and tacked."